Event description:
This device case, reported by a pediatric diabetes specialist nurse via a sales representative, concerns a male patient of unknown origin. The patient's medical history was not reported. No concomitant medication was reported. The patient was taking an unspecified insulin, dose, frequency and route unknown for an unspecified indication, beginning on an unknown date. In 2008, time of event onset after beginning the unspecified insulin via a humapen memoir (lot number unknown), the patient experienced diabetic ketoacidosis (dka). The event diabetic ketoacidosis was reported serious due to medically significant reasons. The nurse stated that the battery had run out in the device or that the device had failed, and instead of using a new device, the patient's mother had 'counted the clicks' believing this would still give the correct dose. It was thought that the patient did not receive the correct dose, therefore resulting in him being taken to the emergency room with very high blood glucose (dka). No other relevant patient physical findings were reported. It was unknown if the patient received corrective treatment. On an unknown date, the patient recovered. It was unknown whether the unspecified insulin treatment was being continued. It was unknown who the operator of the device was and if the operator of the device was a trained user. It was unknown for what period of time the patient had used the device model for. If device is returned, evaluation will be performed to determine if a malfunction has occurred. It was unknown if the device was continued. An opinion of relatedness was not provided by the pediatric diabetes specialist nurse.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.